Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that they had problem with sugars. The customer reported that they were going over 600mg/dl. The customer reported that as it¿s high they cannot calibrate sensor but they had to use the syringe and they still cannot get it under control. The patient's blood glucose at time of incident was 600 mg/dl. The patient's current blood glucose was 475mg/dl. The pump passed displacement test. The customer did not want to run high pressure test. The customer reported insulin flow block alarm. The customer was reporting a past event. The customer reported event was resolved by changing complete. The customer was advised to monitor and to call back to run high pressure test if issue persist. The insulin pump will not be returned for analysis.